Event description:
Device malfunction: none. Time of symptoms/ae: after the procedure. Symptoms/ae: isr/intra-stent thrombosis. The following events were noted through a periodic article review. A prospective study was conducted to evaluate the grading of carotid intra-stent restenosis (isr) found using duplex ultrasound scanning compared to angiography after carotid artery stenting (cas) procedures. Eight hundred fourteen cas procedures were performed and during the follow up period, 95 pts were detected, by angiography, to present isr. Twenty two pts with isr of 70% or greater were treated with add'l endovascular surgery (two pts were symptomatic) and 73 pts with isr of 50% or greater had no reported treatment. Three intra-stent thrombosis were detected at ultrasound examinations and angiography with no reported treatment. The article does not correlate the pt outcomes to a specific stent/MFR. Embolic protection devices were used in the majority of the procedures.

Manufacturer narrative:
This report involves a study noted in an article. The devices were not available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Restenosis and thrombosis are referenced as possible adverse events associated with the use of stents in the device instructions for use (IFU). Furthermore, no device malfunctions were described. Attachment: emiliano chisci, md., et al; "grading carotid intrastent restenosis; a 6-yr follow-up study" american heart assoc., inc. 2008;39:1189-1196.